Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation a spectrum pump failed upstream occlusion testing. There was no pt involvement.